Manufacturer narrative:
Sc-2316-70: the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are exposed cables at the clik site fracture location.

Event description:
A report was received that the patient was experiencing pain near the lead incision. High impedances were observed on the lead so the physician decided to replace the lead.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain near the lead incision. High impedances were observed on the lead so the physician decided to replace the lead.